Event description:
The clinic reported a leak at the rear of the machine, with the machine failing autotest 3 times. The gambro technical services (gts) rep replaced a cracked balance chamber valve housing. No pt involvement was reported.